Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh excision of exposed vaginal mesh on (B)(6) 2006 due to exposed vaginal mesh. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to 3rd degree cystocele, 2nd degree rectocele, enterocele and partial vaginal vault prolapse. It was reported that patient underwent on takedown of end ileostomy and parastomal hernia repair on (B)(6) 2007 due to end ileostomy and parastomal hernia. It was reported patient underwent repair of ventral incisional hernia with mesh on (B)(6) 2008 due to ventral incisional hernia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.